Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review. Product appropriateness could not be fully assessed due to the lack of information and pre-index cta. Given the patient's medical history, aneurysmal disease progression might have contributed to the reported event. The partial stent separation and partial occlusion of the bifurcated main body were substantiated radiographically. There was a very small endoleak type iiia; as the mural thrombus created a new blood lumen. The secondary procedure was substantiated. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the reported event has been confirmed. However, the cause could not be conclusively determined based on the review of the available information.

Event description:
It was reported that approximately 46.5 months post implant of a bifurcated device and an infrarenal aortic extension, an endoleak was noted as a result of no overlap left between the devices. An additional infrarenal extension was implanted to bridge the devices with good result. The patient tolerated the procedure well.